Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The care giver (cg) stated there were a lot of air bubbles in the patient line. The technical service representative (tsr) assisted the hp to cycle power, end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a low drain volume alarm is confirmed. The cause was determined to be air in patient line. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.